Manufacturer narrative:
Continuation of d10: product ID: 37603, serial# (B)(6), product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The manufacturer representative went to the emergency room to interrogate the patient's 2 implants on (B)(6). Both devices were on and all impedances were within acceptable ranges with no opens or shorts. The doctor in the emergency room said that his condition was likely unrelated to his dbs since both systems checked out ok. The patient was unresponsive so rep was not able to speak with him.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had a sleep study on 5 april and since then has experienced increased parkinson's symptoms, falls, etc. They were not with the patient and could not confirm if the implantable neurostimulators (inss) are on or off. The patient has not seen their managing doctor. They noted that the patient has dementia and likely is not capable of monitoring their own therapy. Additional information was received from a healthcare provider (hcp) indicated that based on their notes, the patient was supposed to come into the clinic for a visit, but the patient had another fall and ended up in the ER instead. The nurse practitioner had noted that a manufacturer representative (rep) will come to interrogate the device to make sure it is set properly. There was no indication in the notes if it was confirmed if the ins was on or off. The patient will not be seen in the clinic again until june 23.